Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. Controller / serial #: (B)(4)/ model #: 1420 / catalog #:1420 / expiration date: 2019-07-31 UDI #: (B)(4). Yes. Return date: (B)(6) 2018, no, device evaluation anticipated, but not yet begun. Mfg date: 2018-07-05. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced high watts, controller fault, and electrical fault alarms on primary controller. After the primary controller was switched the patient also had electrical fault alarm on the back up controller. The patient was admitted to the hospital to be monitored. It was also stated that the patient had no trauma to the driveline but had a potential pump connection contamination. A driveline connector cleaning was later performed. The controllers were exchanged, and the pump remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
There was an error on the previously submitted rr for the device code of the system reported controllers in h10. Correction b5, h10; h6 additional products: d4: serial #: (B)(6). H6: device code(s): c63276 d4: serial #: (B)(6). H6: device code(s): c63276 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller¿s pin had contaminants by the driveline connector port.

Manufacturer narrative:
Correction: a1, product event summary: the ventricular assist device (vad) was not returned for evaluation. Two controllers were returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of controllers revealed that the devices passed functional testing and supplemental testing. Visual inspection revealed contamination in the pump connectors of both the controllers. Review of the log files pertaining to controller con40045 revealed several electrical fault alarm and multiple high watt alarms logged since (B)(6)2018. The first electrical fault alarm was logged on (B)(6)2018 at 08:42:26 due to an open phase in the front stator, causing the pump to run on the rear stator only. This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Review of the event file revealed multiple reactivation events due to the controller attempting to restart the front stator. Multiple reactivation events were logged few seconds apart on (B)(6)2018 starting at 4:38:18 triggering a controller fault alarm. Review of the log files pertaining to controller con308802 revealed an electrical fault alarm logged on (B)(6)2018 at 06:45:24. The electrical fault alarm was due to an open phase in the front stator, causing the pump to run on the rear stator only. As a result, the reported event was confirmed. A driveline cleaning procedure was performed on (B)(6)2018, to mitigate the reported conditions. Based on the available information, the reported electrical fault alarms were caused by contamination/foreign material of the driveline connector. Internal investigations were initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on an internal investigation conducted the most probable root cause has been attributed to design/training issues. Additional products: controller 2.0, con40445 h3: yes. H6 FDA method code(s): 10, 4112. H6 FDA results code(s): 331. H6 FDA conclusion code(s): 12. Controller 2.0, con308802. H3: yes. H6 FDA method code(s): 10, 4112 h6. FDA results code(s): 331. H6 FDA conclusion code(s): 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. Correction: b1 was changed from product problem to adverse event and product problem. B2 outcome attributed to adverse event was changed from "blank" to hospitalization and intervention required. H1 type of reportable event was changed from malfunction to serious injury. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.